Event description:
Device issue: suture retrieval. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the needles did not present when the plunger was removed. It was not specified how hemostasis was achieved. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.